Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized with low blood glucose. Date of hospitalization was 10/10/2014. Blood glucose at the time of admission was 35 mg/dl. The customer reported experiencing chest pains prior to their hospitalization. The cause of the customer's hospitalization was not determined at the time of the call. Customer also reported differences between their meter reading and insulin pump reading. The customer was treated with sugar water for their blood glucose. Customer believed their insulin pump was working as designed. No additional information provided.